Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was in need of more coverage in their pain areas. It was reported that the patient¿s stimulation changed, and they were no longer getting ideal coverage. The patient planned to meet with their healthcare provider (hcp) and a manufacturer representative to have the ins reprogrammed. Additional information was received from the patient on december 17, 2018. It was reported that since the ins replacement on (B)(6) 2017 (due to normal battery depletion), their therapy was not stimulating properly, which was clarified to mean that they were supposed to feel stimulation from the waist down but they were only feeling stimulation in the top of their thighs and sometimes it would curve a bit to their right and left. The patient had thought that the stimulation issues were due to swelling from the replacement surgery, but the stimulation had not improved. Additionally, the lead they had was replaced on (B)(6) 2017 because it was found that the "wires were broke", which was clarified to mean that only 2 of the electrodes were working. The patient requested to meet with a manufacturer representative (rep) for reprogramming. They were redirected to their doctor to schedule an appointment with a rep and an email was sent to the field reps requesting assistance. A field rep reported they would be meeting with the patient at the doctor's office on wednesday, (B)(6) 2018 for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a manufacturer representative met with the patient on (B)(6) 2018 to reprogram the ins. The non-ideal pain coverage was resolved. No further complications are anticipated.